Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the type ia and bilateral type ib endoleaks were likely confirmed on the films provided. The endoleak seen during the intervention was also confirmed but the exact type and cause of the endoleak could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison. Complete cts were not available for review; therefore, making determination of the endoleak seen during the intervention difficult. For a cause of the type ia and bilateral ib endoleaks, it is possible that disease progression with aneurysm morphology changes over the unknown number of years of implantation of the device , may have contributed, but this could not be confirmed. It was noted that the patient has a conical aortic neck. This may have increased the like hood of the patient developing the type ia endoleak. The typical feature of an aortic conical neck is such that the diameter of the neck progressively increases between the renal arteries and aneurysm sac to create a cone effect. Due to this characteristic, effective proximal stent graft sealing can be more difficult to achieve. It is possible the endoleak seen during the intervention may have been a type IV endoleak. A type IV endoleak is typically seen during the immediate post-operative period but due to factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac, this type of endoleak can appear as a focused leak from the flow divider, which is due to the higher porosity in that portion of the graft. A type iiib endoleak can not be ruled out as a potential type of endoleak seen during the intervention procedure. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are potential root cause(s). Potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: endurant ii stent graft; s/n: unknown; use by date: unknown; upn # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported on an unknown date, a type ia endoleak, and bilateral type ib endoleaks were identified. Intervention was performed to treat the endoleaks by implanting endoanchors, an endurant extension (etcf3232c49e) and bilateral endurant 124 limb extensions. There was enough distance in the distal common iliac arteries bilaterally without having to embolize the bilateral internal iliac ar teries and landing the extensions into the bilateral (etlw1616c124e x 2)external iliac artery. Since the patient had renal insufficiency, the physician wanted to minimize the use of contrast during intra-op. Final angiogram during the intervention procedure showed an early endoleak. It looked like there was a type iii endoleak just below the flow divider on the patient's right. After reballooning the proximal end of the graft, the endoleak persisted. The physician occluded the graft proximally and took another angiogram with a marker pigtail just above the flow divider. The result of that angiogram showed a blush of contrast just below the flow divider at the proximal end of the existing limb at the patient's right. The issue was the previous implanted device. To resolve the endoleak, the physician then implanted a etlw1616c93e from the flow divider into the new etlw1616c124e on the patient's right. Ballooning with a reliant was done again and a final angiogram completed which showed the endoleak was no longer present. Per the physician the cause of the type ia, ib and type iii endoleak in the existing endurant grafts are undetermined. It was noted the new devices implanted during the intervention procedure did not cause any endoleaks which was caused by the existing device. The 2 etlw1616c124e was implanted to fix the existing type 1b endoleak bilaterally. There is no way of knowing what or why there may be a tear at the fabric just below the flow divider in the existing device. Since there was no bridging between the two stents, it appeared to be on the ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.